Manufacturer narrative:
(B)(4), the customer reported that this unit had intermittent power connection issues. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that this unit had intermittent power connection issues.